Event description:
Back wheel has knocking noise, that causes a bump when the consumer is using wheelchair, it throws her into spasms not sure if there is anything else wrong with chair but since it throws her into spasms, return replace complete chair.